Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a lack of therapeutic effect. No known accident or incident was related to this complaint. Additional information has been requested, but was not available as of the date of this report.